Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco® hypodermic needle-pro® needle and safety sheath separated during needle removal from the patient. The patient was being treated with azacitidine at the time of the incident. The needle was removed safely. No patient or clinician injury was reported. See MFR: 3012307300-2016-00582.